Event description:
Subsequent to the initial report, additional information was received. The whisper guide wire and the balloon catheter were removed as a single unit. No additional information was provided.

Manufacturer narrative:
Device codes: 2920 labeled 1528 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficult to position and difficult to remove were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and eccentric mid left anterior descending artery. A 190 cm whisper guide wire was used; however, an unspecified balloon catheter became stuck on the device. Therefore, the devices were removed and another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.